Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use check there was no medical intervention provided to the patient nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the upper left-hand corner of unit¿s touchscreen isn't responding to touch. Unit will calibrate and operate properly showing no issues in touch screen diagnostics after calibration, but the unit will power down and turns back on and calibration will not hold, and touchscreen stops working again. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.